Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a condition of "motor has sticking issues" was confirmed and reproduced during product evaluation. The assignable cause was due to a bad motor gear box. The motor was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. If additional information is received, a follow-up will be submitted.

Event description:
The facility representative reported an infusor pump with a condition of "motor has sticking issues". It is unknown when this condition occurred but it occurred in the out patient care area. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.